Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. Compromised force sensor system alarmed during the prime test at 4 pounds due to loose/protruded drive support disk. The pump passed idle current test, run current test, self-test, off no power test, error test, basic occlusion test and displacement test. The pump was unable to perform occlusion test and no delivery test due to compromised force sensor system alarm.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 214mg/dl. The customer stated that insulin was squirting out during manual prime. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear protruded. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.